Event description:
While in use in patient's abdomen, the jaws of the scissors came apart. Scissors were replaced and patient was not harmed.

Event description:
While in use in patient's abdomen, the jaws of the scissors came apart. Scissors were replaced and patient was not harmed.